Manufacturer narrative:
A medtronic representative went to the site to test the equipment. A replacement interface (umbilical) cable was shipped to the site. The representative reported that they replaced the interface (umbilical) cable on (B)(4) 2017. The imaging system then passed the system checkout and was found to be fully functional. The interface (umbilical) cable has been received by the manufacturer for analysis. The evaluation has not been completed, therefore results are not available at this time.

Event description:
A site biomedical engineer reported that, while outside of a procedure, the system was generating a frame rate error message. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect interface (umbilical) cable was returned to the manufacturer for analysis. The interface (umbilical) cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.